Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an interventional procedure. Reportedly, the black plunger of the proglide device broke off during step 3. Hemostats were used to remove the device from the patient anatomy. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large bore sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. The entrapment is related to case conditions and cannot be replicated in a lab environment. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible, the device was manipulated at the account either pre or post procedurally. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.